Event description:
The pt pulled out tubes frequently. The nurse placed the device and started to feed the pt. After feeding started, the pt vomited and was sent to the hosp emergency room. A physician examined the pt, said everything was fine, and sent the pt back to the nursing home. The pt expired. The tube feeding was infused into the peritoneum. Add'l attempts to obtain info were unsuccessful as the reporter cited confidentiality. One pt involved. Note: the event date given above is approximate.